Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c124ej, serial/lot #: (B)(4), ubd: 08-apr-2021, UDI#: (B)(4); product ID: etlw1613c93ej, serial/lot #: (B)(4), ubd: 27-sep-2020, UDI#: (B)(4); product ID: etlw1613c124ej, serial/lot #: (B)(4), ubd: 08-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57 mm abdominal aortic aneurysm. It was reported that three hours post the index procedure the patient complained of a feeling of fatigue in their legs. A CT angiography was performed, and it was observed that the right external iliac artery was occluded. The occlusion had not spread to the stent graft. The right common femoral artery was cut down again and a 5mm thrombus clot was observed near the common femoral artery. The clot was excised, and blood restored. Angiogram and ultrasound showed the occlusion had resolved and the procedure was completed. As per the physician, the cause of the even cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.